Event description:
It was reported to philips that the system gave an alert indicating that the geometry movements were partially available. No harm was reported to philips. Philips has started an investigation of this complaint.